Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level over 800 mg/dl. Customer stated that she was found unconscious, was vomiting and weak. The customer also reported that she had a heart attack. The customer was not wearing the insulin pump at the time of the hospitalization, but had been off for less than 48 hours. During the call, the customer stated that the insulin pump's time and date were incorrect. Customer was shipped a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.